Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. Visual inspected the pump and found error code 10102 on display during power up. The customer's stated problem was verified. Inspected the pump and during power up it alarmed "error code 10102". The device was not able to power up to perform any testing. Further investigation of the pump determined that the rtc battery voltage were very low. This can cause the pump to have error code 10102. Service replace the rtc battery to correct the reported problem. The rtc battery low voltage was the root cause of the issue.

Event description:
Information was received that this smiths medical cadd prizm vip pump displayed error code lec 10102. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.